Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery for the device was not holding a charge. As a result of the issue, the unit displayed a flashing x in the rfu indicator coincident with an audible chirp. It was noted by the customer that the unit was obtained from a third party and that the battery was from 2014. There was no patient involvement.